Manufacturer narrative:
Patient age/date of birth pending follow-up with account/site/customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had mild aortic insufficiency prior to left ventricular assist device (lvad) which worsened with the lvad. An echocardiogram was performed and then a transaortic valve replacement (tavr) was performed on (B)(6) 2024. During the procedure the pump was turned off around 8:30 am. The patient was heparinized for the procedure. That night around midnight the patient had low flow and pump off related events. The patient was noted to be hemodynamically stable with no active lvad alarms. Log files were submitted for review and confirmed the intentional pump stop prior to tavr procedure on 17apr2024 at 8:53. The log files also captured low speed, low flow and pump stop events that may have been due to pump ingestion or a driveline short to shield. The patient had two more episodes of low flow alarms around 11 pm to 12 pm on 18apr2024. The patient was symptomatic at this time, eyes rolled back and was weak. According to the nurse on shift the system controller was under the patient and when the nurse helped position the controller the first alarm was triggered the second alarm occurred while the patient was alone. The patient was connected to the power module during these events and was later connected to batteries, flows improved, and the patient was back to normal. The patient's lactate dehydrogenase levels (200) and haptoglobin (<20) were normal and there was no power increase. It was noted that the patient's urine was pink due to foley trauma. The patient was on short to shield while in the hospital. Log files were resubmitted for review and captured additional speed drops on 18apr2024. X-ray images of the driveline were submitted for review and were noted to be unremarkable. The patient was placed on an ungrounded cable and would be monitored overnight. It was noted that the patient was discharged home.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low speed and pump stop events that appear consistent with suspected driveline wire damage. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the other reported events could not be conclusively established through this evaluation. A review of the submitted log files confirmed the intentional pump stop in the morning of 17apr2024, as reported by the account. The log files also captured low speed and pump stop events from the night of 17apr2024 through 18apr2024, while the device was connected to the power module. Several alarm flags were captured during these events, including low speed hazard, low flow hazard, and motor stop flags. Based on historical experience with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. There were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial # (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 ¿system monitor¿ of the IFU contains a section titled ¿pump stop button¿ that instructs to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 15 to 0. The countdown lasts for 10 seconds. This section also instructs that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the pump off alarm message appears, the pump resumes at the previously set mode and speed. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was some black tape and a small 1 cm tear with no oxidation was noted on the driveline.